Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2006 after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. The related manufacturer report numbers are 1225714-2014-02613 and 1225714-2014-02614.

Event description:
The additional information received alleges that the patient event was ventricular tachycardia.

Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products and associated with mdrs # 1225714-2014-02613 and 1225714-2014-02614.